Event description:
During CPR, the swan catheter was suspected to have caused a hole in the right ventricle. During a transcatheter heart valve procedure, the patient expired. After balloon aortic valvuloplasty, performed under rapid ventricular pacing, the patient had severe hypotension. Vasopressor support was given without success, followed by cardiac arrest. The patient was placed on fem-fem bypass and CPR was initiated for 5-10 minutes. Echo and fluoro imaging did not reveal any effusions and/or annular rupture. The valve was quickly introduced and CPR was stopped while valve deployment was performed. Good positioning but patient was still not responding to any of the actions taken by the team. All measures were stopped and the patient was declared deceased. Preliminary autopsy report: there was a small effusion noted and there was a hole in the right ventricle. The physician suspected the swan to have been the cause of this during CPR. No rupture or dissection noted.

Manufacturer narrative:
At this time the device was not returned; however, if the device is returned or additional information is provided a follow up will be submitted.

Manufacturer narrative:
A final autopsy report was not available. Perforation of the right ventricular wall is a rare but potentially fatal complication associated pa catheterization that is well described in the literature. Factors such as small chamber size, stiff catheters, outflow tract obstruction, and myocardial infarction have been found to predispose rv perforation during catheterization. The potential of a pa catheter to perforate may be increased by factors such as cooling (as occurs during cardiac surgery) and by the presence of multiple lumens (e.g. Central venous catheters). Review of this case suggests that the perforation was caused by the aggressive manipulation that occurs during cardiopulmonary resuscitation. The is no indication or allegation of any product malfunction. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.